Event description:
2 implants placed 11/20/97, sites #15 and #16. On 4/20/98, dr attempted to remove the healing screw of implant at site #16 in preparation of healing abutment placement. The implant came out with the healing screw. The other implant (site #15) is ok.